Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unexpected suspend [low sg], sensor glucose value and blood glucose value difference. The customer reported blood glucose value of 22.2 mmol/l. The customer reported hemorrhage/bleeding, hyperglycemia, dizziness. Hyperglycemia was treated with manual injection/insulin pen. The event involved product(s) mmt-7040c2. Troubleshooting was performed value difference. The customer reported that the sensor glucose value and blood glucose value difference. The customer reported that the value difference was not within target range and the insulin delivery was suspended. Customer reported high blood glucose. Customer declined to continue with troubleshooting for high blood glucose. No further patient complications were reported. Product return for mmt-7040c2 is not expected. It was unknow whether the customer will continue or discontinue the use of the device. Updated summary: customer reported that on the evening of (B)(6)2024 pump kept alarming low and showing a sensor glucose reading of 2mmol/l. Customer treated it but was not feeling low symptoms. Customer was dizzy. When customer took their blood glucose, it showed a high blood glucose value of 22.2mmol/l despite the pump still showing a sensor glucose value of 2mmol/l. There was bleeding under the sensor after it was removed. Helpline advised that the bleeding could have caused the difference in values between the sensor and the meter. Transmitter was also out of warranty since (B)(6) 2024. Customer reverted to back up plan and used manual injection to treat the high. Helpline advised customer to speak to doctor to see if they should keep treating with pens until new transmitter is received or use pump without sensor. Customer said they will stay on manual mode for now. Pump was used within 48 hours of the high event. Smartguard was used. Sensor is not returning for analysis.